Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose of 415 mg/dl. After changing sensor blood glucose value was 380 mg/dl and later the value was 396 mg/dl. The customer declined to troubleshoot for high blood glucose. The insulin pump will not be returned for analysis.